Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging that the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 69 mg/dl with associated symptoms suggestive of hypoglycemia of confusion/cognitive impairment. The reporter denied any other symptoms or conditions contributing to the patient's low blood glucose. The reporter alleged the patient's hypoglycemic event was due to an audio/tone issue with the pump; audio tones were absent. This complaint is being reported because the patient allegedly experienced a serious injury while on insulin pump therapy due to absent audio tones.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 07/07/2016 with the following findings: the pump powered on with audible sound and vibration. The pump history showed the last bolus delivery was on (B)(6) 2016. The last bolus delivery was a 2.55 unit bolus on (B)(6) 2016 at 18:18. An alarm and a warning were reproduced for the investigation with the sound settings set to high; the pump gave the appropriate sound and displayed the correct message on the screen. The audible alarm reading measured within specifications. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed delivery accuracy testing and was found to be delivering within required range and delivering accurately. Investigation did not duplicate the ¿no sounds¿ complaint. (B)(4).